Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer and the reported symptom was recreated. The therapy (high-voltage) capacitor was determined to be faulty. The fse replaced the therapy (high-voltage) capacitor to resolve the issue. The device passed all performance assurance testing and was placed back into use. This was a malfunction of the therapy (high-voltage) capacitor.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed the defib test of pads. There was no patient involvement.